Manufacturer narrative:
(B)(4), date sent: 7/12/2023. D4: batch # a9cf6g. Additional information was requested and the following was obtained: "how did device not work? The clips were released opened from the device. Did device jam (not fire clips)? No did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? No did device fire malformed clips? No did device fire scissored clips? No". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with a clip in jaws. In an attempt to replicate the reported incident, the instrument was cycled and another clip was fed into the jaws even though there was a clip in jaws, the jaws did not collapse ejecting the 4 clips by the next clip fed. In addition, the device lockout as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the connector clip was found missing causing the firing failures. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure, the clips were deployed opened from the clip applier. Device replaced. No patient consequences.